Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 369 mg/dl. Customer treated with insulin pump. The insulin pump has alarmed no delivery. The blood glucose reading at the time of the event was 24 mg/dl. The paramedics were called and treated with glucose. Customer was not taken to hospital. Nothing further reported.